Manufacturer narrative:
H4: the lot was manufacturing september 1, 2022 - september 2, 2022. H10: the actual device was received for evaluation. Visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with no issues noted. Functional testing was performed by installing the valve set onto a compounder and a leak was not observed. The sample was evaluated by reproducing the customer reported issue as closely possible by attaching a lipid solution to ports one (1) through 23 and sterile water to port 24 for testing. The valve set was then analyzed at various points throughout the prime, the verify process, and the pump calibration process. A leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had a defective valve in which air was drawn in during the pumping process. This was discovered during preparation. There was no patient involvement. No additional information is available.